Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the available information, a root cause for the valve under-expansion could not be conclusively determined. Cine clips and still images provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) the first valve was 100% deployed and the angiogram confirmed that there was moderate to severe aortic regurgitation. (2) the first valve system was snared into the ascending aorta. (3) the second valve was implanted. (4) after the second valve was implanted, the angiogram confirmed a good result. The cine review concluded that there was moderate to severe aortic regurgitation after the first valve was implanted. The first valve was snared into the ascending aorta, followed by the implant of a second valve, yielding a good result. The still imaging showed the post-implant bav and that the balloon over-extended the waist of the valve. Based on the cine review, the severe central aortic insufficiency was likely due to leaflet damage sustained during the post-bav when the waist of the valve was over-extended. Per the evolut pro+ system instructions for use (IFU) (section 4.2 precautions), ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s compliance chart to ensure that the applied inflation pressure does not result in a balloon diameter that exceeds the indicated annulus range for the bioprosthesis.¿ valve dislodgement events are typically not related to a device malfunction. Based on the provided information, the first valve dis lodged during the deployment of the second valve system. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment at a depth of 2-4 millimeter (mm), frame under-expansion was observed. The valve was deployed. A post-implant balloon aortic valvuloplasty (bav) was performed with a 28 mm non-medtronic balloon. Due to aggressive inflation, the balloon ruptured during the bav. Transesophageal echocardiogram (tee) and angiography confirmed open aortic insufficiency. A second valve was inserted. During delivery of the second valve, the first valve dislodged into the left ventricular outflow tract (lvot). A snare was used to pull the first valve to the descending aorta, where it remained. The new valve was successfully implanted at the annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that per the physician, the aortic insufficiency was severe central aortic insufficiency caused by the post-implant balloon aortic valvuloplasty (bav). It was reported that a leaflet tear was probable. The device code was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.